Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose levels with the transmitter and was not feeling safe. The transmitter was not reading as low as his blood glucose level. The customer was having more low blood glucose readings during the night. Customer's blood glucose level was 40 mg/dl. The customer treated his low blood glucose level with food. The device was not returned.